Event description:
Patient had qora fecal management system in place. When bedside nurse attempted to remove after following correct protocol it caused patient significant pain. Upon digital rectal exam performed it appeared the lattice of the device did not fully disengage causing much pain with removal attempt. I managed to disengage the device with digital manipulation, but it proved to be very uncomfortable for the patient. Of note: patient on heparin and was monitored closely for bleeding following event.